Event description:
After 40+ months of implantation, this pacemaker was explanted because of reported non-capture in the ventricle. In addition, the lead impedance was >3000 ohms. Note: the lead that was attached to this pacemaker was capped and reported on an MDR.